Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid optical laparoscope had the eyepiece part of the optics has come off. The issue was found during an inspection for use. There were no reports of patient harm.